Manufacturer narrative:
Information was received via journal article. Please reference literature at the following location: http://www.tandfonline.com/doi/full/10.3109/17453674.2010.519170. The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It is reported via journal article that the patient experienced a dislocation and underwent a closed reduction.